Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following intraocular lens (iol) implantation procedure, stated in patient's left eye the residual cylinder called for iol rotation from 150 to 180 this was done 3/12 residual mr x2 (done 3/25 and 4/8) is -0.75 + 1.25 x 15 astigmatism fix says rotate 7 degrees but doesn¿t reduce cylinder significantly. Additional information has been requested but is not available at the time of this report.